Manufacturer narrative:
Valve returned dry. The returned device meets in design specifications requirements in term of pressure setting adjustment but it is occluded by strong deposits. The device history file indicates the conformity of the valve during the final acceptance checkings. Shunt obstruction is the main complication well known by the user and is described in the instruction for use. No corrective action.

Event description:
On august 20, 2004, this spv polaris adjustable pressure valve was connected to the catheter before implantation. At that time, it was impossible to set pressure. When the surgeon conducted shunt imaging, it seemed that csf did not occluded completely. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using another valve and catheter. No injury was found to the pt due to the valve occlusion.